Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that it failed a few quality control (qc) tests. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the lot numbers of the controls that were used are; 227612125, 228396214, 227771988. Liquid controls were used during the tests. The customer stated that qc tests are performed weekly on average. There was no error code associated with this error. The customer stated that this device was not used during a case when the error occurred.

Manufacturer narrative:
Device evaluation summary: the reported quality control test failures were not verified during service. The field service technician checked the lift bar position and the heat block temperature, but they could not find an error with the instrument. The adu board was replaced as a precautionary measure. The instrument was tested to ensure it was in good condition. Post-repair testing was performed per specifications. Note: the instrument was analyzed/serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for analysis/service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.